Event description:
It was reported that the patient inquired about whether it was still possible for them to have an MRI if they had a short. The patient said the short on the right side was discovered a couple of years ago, and the short on the left side was discovered about a year ago. No other information was provided. See crts (B)(4) for the previous short report in 2016.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2017; explant date brand name activa; product ID 3391s-40 (lot: va1dch7); product type: 0200-lead; implant date (B)(6) 2017-; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.